Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils). During the procedure, the physician advanced other manufacturer's sheath, guide catheter and microcatheter into the target vessel and then attempted to deploy a smart coil through the microcatheter. The smart coil was partially deployed into the aneurysm but the end of the coil kept kicking the microcatheter out of the aneurysm. It was reported that the aneurysm eventually ruptured; however, it is unknown at what point during the procedure the rupture occurred. After the rupture occurred, the physician was able to keep the microcatheter in place after four attempts and successfully deployed and detached the smart coil and another manufacturer's coils into the aneurysm to complete the procedure. Post-procedure, the patient was brain dead and on life support. Subsequently, the patient's family withdrew care and the patient expired the next day. The physician believes that this was a procedural related issue rather than a device related issue.